Event description:
Reportedly, on (B)(6) 2025, during the interrogation of ulys, the smarttouch suddenly turned to the initial screen after creating a pdf and printing. When the programmer loaded the downloaded data and printed it, it similarly turned to the initial screen.

Manufacturer narrative:
Since no files or additional information has been sent, no investigation could be performed at the moment.

Event description:
Reportedly, on (B)(6) 2025, during the interrogation of ulys, the smarttouch suddenly turned to the initial screen after creating a pdf and printing. When the programmer loaded the downloaded data and printed it, it similarly turned to the initial screen.

Manufacturer narrative:
Since no files were available for analysis, and the device was not returned, no investigation could have been performed. The most probable hypothesis is that a software malfunction caused the reported event. The main origin of the reported event could not be established. In the case where we received files or the device for analysis, the case will be reopened and investigated in order to find the origin of the reported event. This case is retained and utilized for trend purpose.

Event description:
Reportedly, on (B)(6) 2025, during the interrogation of ulys, the smarttouch suddenly turned to the initial screen after creating a pdf and printing. When the programmer loaded the downloaded data and printed it, it similarly turned to the initial screen.

Manufacturer narrative:
The case is reopened as we received new information on 21-november-2025: analysis of the provided files did not permit to confirm the reported event. It was also not possible to reproduce the reported event using the patient files on a platinum programmer. The reason why the smarttouch turned to initial screen was a crash in the platinium programmer. The main origin could not be established with certainty. The most probable hypothesis is that a memory fault on the smarttouch platform or an issue when trying to communicate with the woosim printer caused the reported event. This case is retained and utilized for trend purposes. Correction: device updated from smarttouch tablet to smarttouch softwares modules according to investigation results.